Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported premature clip deployment could not be determined. Based on the information reviewed, there is no indication a product quality issue. Na.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was done using a starclose device after a diagnostic procedure with a 6f sheath. Reportedly the clip deployed prior to depressing the step 4 button; despite this, the clip deployed in the correct location and was used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.